Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the lcck support screw is fractured, unable to confirm if all pieces returned due to damage. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device was submitted for further analysis. Analysis determined (optical images of the device fracture surface exhibited concentric river lines with suspected crack exit region half way through the center of the fracture suggesting that the device possibly fractured due to torsional overload). Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint can be confirmed based on the returned fractured device. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a surgery, the bolt which is packed with the lcck liner was fractured during the surgery. As a result, the fractured bolt remained inside of the stem extension and rendered the stem extension also useless. There was a 60 minute delay to remove the bone cement and prosthesis to implant a new prosthesis. No serious injury occurred as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: item# 00598802011; lot# 66419381. E1: full establishment name - (B)(6) hospital. G2: foreign - event occurred in china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.